Event description:
It was reported that a patient underwent a rhytidoplasty procedure on (B)(6) 2021 and suture was used. This thread is used in face and lifting surgery and the patient experienced rejection. The patient presented with purulent secretion. Presenting edema around it, pain, swelling around the wire. Also a serous secretion in the same exit points. The suture had to be removed on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were 4 sutures used in each patient? Yes. Please provide patient demographic information including age, sex, weight, bmi at time of index procedure. Female, (B)(6), and 1.65 height. Date and name of index surgical procedure? Female: surgery on: (B)(6) 2021 - rectidectomy (face) - the thread was removed on (B)(6) 2022 the diagnosis and indication of the index surgical procedure? Retidoplasty - aesthetics. Note: the wire was used for the temporal region what was the initial approach to the index surgical procedure? (Open, laparoscopic or other)? Open. In which tissue was the suture used? Scalp, passing through two attachment points through the eyebrows. What was the condition of the tissue (normal, thin, calcified, fragile, diseased)? Normal. How was the suture performed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? There is no suture, only threads are passed through the eyebrows with fixation on the scalp with multiple knots. Describe any medical/surgical intervention required for this suturing event, including dates and results. To lift the corners of the eyebrows describe the patient's manifestations of the reported infection (location, severity, appearance, systemic or local infection). There was no infection in these cases, but a reaction to the thread. Presenting edema around it, pain, swelling around the wire. Also a serous secretion in the same exit points. Please provide date/time of onset of infection since the initial surgical procedure. Female: thread reaction, 25 days after the procedure. Were there pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any pre-, intra- or postoperative prophylactic antibiotics? Yes, intra and postoperatively, were cultures performed? If so, provide the results. No. Other relevant patient history/concurrent medications? No. Did the surgeon observe any suture deficiencies or anomalies before, during, after suture placement or during any reoperation? No. What is the physician's opinion of the etiology or contributing factors for this event? Reaction. What is the current status of the patient? Female: after the removal of the thread in the operating room on (B)(6) 2022 with immediate clinical improvement. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ar1895/ssp14t, and no non conformances / manufacturing irregularities were identified. Related medwatch reports: 2210968-2022-01640, 2210968-2022-01642, 2210968-2022-01643.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/5/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: visual analysis of the returned sample determined that thirty-two packets of product code ssp14t were received to ethicon inc for evaluation. Thirteen unopened samples were examined visually for appearance, color package, continuous seals, seal margins, and over-selling in order to determine if the samples are original. No abnormalities were noted on the package. In order to evaluate the conditions of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and the suture and needle were according to the specification. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.